Manufacturer narrative:
The device was received by depuy synthes power tools. Reliability engineering evaluated the device, and the reported problem could not be confirmed or duplicated. The unit was tested and found to meet all specs and no problem or error messages were observed. If add'l info is received, a supplemental report will be sent. (B)(4).

Event description:
Report received from the USA stating that the device had an error message on the console. It was reported that the device was used in surgery but without any pt or user injury. It is unk if medical intervention or delay in the procedure occurred. There was no add'l info provided.